Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran quality control (qc) as a precision test five times and two different samples resulting out of range. The cse replaced the integrated multisensor technology (imt) port drain valve. The cse replaced the imt diluent syringe and both imt pump solenoids. The cse primed the imt and ran qc and both samples. The customer performed qc, resulting within range. The cse provided the information from their tests to the regional support center (rsc) for review. Rsc reviewed the data provided. The rsc found a high dil-check factor. The cse was dispatched to the customer's site. The cse installed the imt pump valves. The cse replaced the diluent pump motor and screw. The cse replaced the quiklyte sensor. The cse adjusted the syringe gap and reset the dilution factor. The cse performed a dilcheck and qc, resulting within range. Siemens is investigating the event.

Event description:
A discordant, falsely depressed sodium result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported out to the physician(s). The physician(s) administered saline to the patient to rehydrate the patient. The customer gathered a new sample and tested the sample on an alternate dimension exl instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely depressed sodium result.

Manufacturer narrative:
The initial MDR 2517506-2017-00335 was filed on march 31, 2017. Additional information (03/21/2017): the siemens customer service engineer (cse) confirmed the issue was resolved and no further issues were related to this event. The cause of the discordant, falsely depressed sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.